Manufacturer narrative:
The product was requested for return but did not arrive for evaluation. Without the return of the product, it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that there were inaccurate values with the hemosphere monitor during patient use. The blood pressure readings that were transmitted to the philips monitor were different than the readings displayed on the hemosphere. The exact numbers received and that were expected is unknown. However, the difference was 20 points. They exchanged the dpt pressure cable and that did not resolve the issue. The blood pressure cuff was on the patient arm and the finger cuff placed above the patient head. There was no inappropriate patient treatment administered. There was no patient harm or injury. The product has been requested for return, but has not yet arrived for evaluation. Once it has arrived and the product evaluation has been completed, the findings will be submitted in a supplemental submission. The device history record review has been completed and all manufacturing inspections passed with no non conformances.